Event description:
It was reported that this pacemaker exhibited high capture thresholds on the right ventricular (rv) lead during a routine follow-up. The physician commented that this has affected the device's battery longevity. Outputs were reprogrammed. No adverse patient effects were reported. This device remains in service.